Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6947 implantable tachy lead: (B)(6) 2010. 5076 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. The sense vector was reprogrammed and the sensitivity was adjusted. The device and lead remain in use. No further patient complications have been reported as a result of this event.